Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Manufacturer narrative:
This is to correct and remove the codes that were initially reported - removing codes for: medical device problem code - 1260 investigation findings code - 3252 the correct codes for this complaint are: medical device problem code - 1863 investigation findings code - 3221